Event description:
Caller reported cgm error. There was no adverse impact to the customer's blood glucose level. Caller successfully started their sensor session after being guided through a pump reset by customer technical support, and the error did not reoccur.